Event description:
Customer called report high blood glucose. It was stated that there was no problem with the site or the syringe and the insulin was clear. Troubleshooting was performed. The insulin exited. Customer treated high blood glucose with manual injections.